Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. During support, the nurse noted bleeding at the access site and 100 mls were drained via jp drain. The patient was given 1 unit prbc and 2 units plt to treat the bleed. Systemic heparin was stopped and purge heparin was restarted the following morning once the bleeding had resolved. Support with the implanted pump was maintained.

Manufacturer narrative:
The investigation for the reported access site bleeding event has been completed. The device was not returned for evaluation. Without sufficient clinical details, the root cause of the access site bleeding could not be determined.